Event description:
While drilling for the distal locking screws, the drill bit went off course due to the gamma3 guide. According to the customer, the correct guide sleeve for the selected implant was used. Replacement was available. Additional information: it was not the distal locking screw that was the problem. The problem was the lag screw step drill. The lag screw reamer didn¿t hit the hole in the nail. The customer used the correct g3 targeting sleeve for the nail. The setup was checked twice.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.